Manufacturer narrative:
No malfunction suspected; the police accident report states the user was crossing a roadway marked "no pedestrian crossing" while operating their power wheelchair and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user states while operating their power wheelchair across a roadway, the end user was struck by a motor vehicle.